Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device¿s touchscreen became unresponsive on the slide-to-unlock screen, consistent with a key or button not working on the touchscreen component; the user had already updated firmware and a restart via the mobile app did not restore responsiveness, and the user had backup therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen that presented as an unresponsive control input. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. Thank you for the prompt collaboration and confirmation of understanding.